Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or prime/fill anomaly due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl and insulin pump was not working. Customer's other blood glucose value was 88 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump alarmed compromised force sensor system. Customer stated insulin was "squirting out" during the manual prime process. Customer states they are unable to exit the "preparing to prime" loop. Customer stated insulin continues to drip after motor stops during the manual prime process. The customer was treated with manual injection and insulin pump. Customer stated the drive support cap appears normal. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. Based on customer report customer did not allege insulin pump was under delivering. The device will be returned for analysis.